Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with damaged contact pad. 1 remaining sensor performed bicarbonate buffer test. The sensor failed per specifications with low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported large differences between sensor glucose readings and blood glucose readings. Blood glucose level was 320 mg/dl at the time of the call. Customer treated with a bolus. Customer reported multiple bent electrodes upon removing the sensors. No further information was provided.